Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported leak issue was confirmed via returned device analysis. Additionally, the investigation identified a broken handle body seal. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the observed broken handle body seal. The investigation determined the observed broken seal to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the clip delivery system (cds), all caps were turned to de-air when a leak was observed at the arm positioner. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.